Event description:
It was reported that upon opening the package, one part of the tubing appeared to be not glued correctly to the valve. The product was not used and no patient injury occurred.

Manufacturer narrative:
We received one single pediatric dpt - vamp jr. Kit with attached white back board for examination. The kit appeared not used. No priming solution or blood was visible inside of the kit. Testing revealed leakage at the solvent bond joint between the tubing and the proximal shut-off valve. The tubing was also bent at this connection. When removing the vamp system out of the white back-board for examination, the tubing detached from the shut-off valve. Only small indications of bonding solvent were present at the tubing bonding surface and the shut-off valve tube housing. The outer diameter of the tubing was measured and found within specification. The complaint was confirmed to be a manufacturing nonconformance. An investigation has already been opened to address this type of complaint. A review of the manufacturing records indicated that the product met specifications upon release.